Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2012 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a gynecological procedure on (B)(6) 2006 with placement of perigee, apogee and monarc systems. It was reported that she underwent removal/excision of vaginal mesh on (B)(6) 2012 and a sling was implanted concomitantly the patient underwent a .total vaginal hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.